Event description:
Rising impedance suggestive of lead fracture; lead explanted and replaced (B)(6) 2021 704717024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).